Event description:
It was reported that the patient presented remotely via (B)(6).net. Review of the transmission revealed that the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. The patient will further be monitored. There were no patient consequences.